Event description:
The customer reported a loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse and replaced the camera. The system operates as intended.